Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated via inductive telemetry out of the box prior to procedure. The ICD was taken out of the packaging and the wand was directly placed over the sterile packaging, yet the device still could not be interrogated after multiple attempts. The ICD was not used.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
The device was subject to the  ble malfunction field action issued by abbott on 10 march 2022.

Manufacturer narrative:
As received, the device did not communicate. The device did not communicate due to a depleted battery. The reported field event of failure to interrogate was confirmed. The cause of the loss of communication due to low battery voltage is consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.